Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp and performed a preventive maintenance with full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fell and the customer would like the iabp to be checked. It is unknown under which circumstances this event occurred, however no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then returned to the customer for clinical service.